Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was detached and was not returned for analysis. A functional test could not be performed due to the condition of the device. Media returned by the customer was inspected and corresponded to an angiography and not to an ivus procedure, which does not confirm the reported complaint. Based on the evidence, the as reported code of guidewire difficult to insert cannot be confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that difficulty crossing issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the guidewire could not cross the catheter. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window detached.